Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it did not exhibit any damage. The cable segment stuck out at wrist. The cable broke under tensile loading. Other cables at wrist were not damaged. Failure analysis concluded that the cable wear on pulleys combined with high grasping force and large fleet angle between proximal and distal pulleys likely contributed to the cable breakage. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer reported a broken cable on the mega suture cut needle driver instrument. The instrument was not used on the case. No patient harm, adverse outcome or injury was reported.